Manufacturer narrative:
On 15 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: 1 year and 8 months after primary tkr the insert fixation screw got loose in the joint. During revision surgery the screw was removed and polyethylene insert was exchanged. A visual inspection of the femoral articular surface was possible during the surgery and no damage was reported. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 25 september 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined that the screw had backed out of the poly. The surgeon replaced the poly. The surgery was completed successfully. X-ray are available.